Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for angioplasty procedure with stent placement. However, the carrier catheter ruptured during advancement onto the guidewire. The balloon catheter was removed from the patient and the procedure was completed with another of same device. No known patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for angioplasty procedure with stent placement. However, the carrier catheter ruptured during advancement onto the guidewire. The balloon catheter was removed from the patient and the procedure was completed with another of same device. No known patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were numerous hypotube kinks throughout the device. There was a complete hypotube separation 64cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.